Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was an alarm saying "speaker malfunction", and there was no sound on the mp50 monitor. It is unknown if the device was in clinical use with a patient at the time of the report.